Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 705 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure when the surgeon tried to fixate the mesh using a sorbafix fixation device, ten fasteners were deployed in which 2 fasteners successfully fixated with mesh. It was reported that nearly 8 fasteners were loose and removed from patient body. Fixation was not applied into the hard structure and the procedure was completed with different device. There was no patient injury.